Event description:
It was reported by the customer's daughter that they had been hospitalized for high blood glucose levels of over 500 mg/dl. Customer's daughter was attempting to reprogram the device when the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).